Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 24 atmospheres as per gladiator elite specification. The returned device was attached to an encore inflation unit and positive pressure was applied and di water was observed to be leaking from a balloon pinhole located approximately 7mm distal of the proximal marker band. The rated burst pressure for this device is 24 atmospheres as per gladiator elite specification. A visual examination observed no damage to the tip of the device. A visual and tactile examination of the shaft of the device found no issues. A visual examination found no issues or damage to the markerbands of the device.

Event description:
Reportable based on the device analysis completed on 07nov2024. It was reported that a balloon pinhole occurred. The stenosed target lesion was located in the left upper arteriovenous. A 6.0 x40, 75cm gladiator balloon catheter was advanced for dilatation. During the procedure, the balloon was dilated once at 16 atm, which remained below the burst pressure. Following this, the pressure was reduced, and the balloon was withdrawn. Upon inspection, the balloon was found to be damaged. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed a pinhole located approximately 7mm distal of the proximal marker band.